Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnected intern cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user request for "black screen" is confirmed due to disconnected intern cable. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head did not work and had black screen at installation. There were no reports of patient involvement.